Manufacturer narrative:
(B)(4): cartridge pan. The (B)(4) reload was received for analysis fully fired and with the cartridge pan damaged and partially dislodged. No functional test could be performed. While no conclusion could be reached as to how the pan became dislodged from the cartridge, one possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic bulla resection procedure, orange broken pieces, which seemed a part of the cartridge, were found inside the patient's body when the chest cavity was cleaned. The broken piece was irrigated. There were no adverse consequences for the patient. The deployed staples were formed properly. Reinforcement product was not used. The doctor commented that the device could be fired properly and no difficulty was found during use.